Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the device exhibited high pacing impedance. No intervention was performed. The patient condition was unknown.